Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped fill tubing and requested a minimum of 50 units with multiple cartridges during the load process. The customer's blood glucose was 300 mg/dl. Customer stated that they have disconnected from the pump and reverted to alternate therapy methods.